Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer representative reported an irregular corneal flap and stromal bed was observed after corneal flap creation. Additional information has been requested.

Manufacturer narrative:
The field service engineer (fse) went to the site to evaluate the system due to the reported event. However, the fse was unable to perform the system evaluation due to a full schedule of cases for the day. The customer requested the fse to return at a later date. No other related service call was opened since the day of the original investigation request. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. As the system could not be thoroughly checked and there are multiple contributing factors that could contribute to the reported event of irregular flap, the root cause could not be determined conclusively. (B)(4).